Event description:
It was reported that approximately two weeks after implant the patient developed an infection in their blood. The implantable cardioverter defibrillator (ICD) and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant: 407652 lead 2014-(B)(6), 419688 lead 2014-(B)(6), (B)(4).